Event description:
Customer reported via phone call, the insulin pump was alarming no delivery. Customer's blood glucose was 463 mg/d and hadn't corrected at the time of the call. Troubleshooting for no delivery alarm was performed but not for high blood glucose. Customer was advised to perform a fixed prime, insulin did not exit and the insulin pump alarmed no delivery. Customer was then advised to disconnect and reconnect, tubing and reservoir, and to push insulin slowly through tubing. Customer reported the insulin did exit the tubing, so customer was advised the insulin pump was working as designed. Customer requested samples of infusion set and wanted the insulin pump replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No unexpected no delivery alarms noted during testing. The insulin pump had minor scratches on lcd window.